Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. As received, the electrode belt trunk cable connector was broken. The root cause for the broken trunk cable connector was not positively identified, but was likely due to excessive force. No adverse event resulted from the damaged trunk cable connector. The last pt to use this belt did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) was found to have a broken trunk cable connector. The last pt to use this belt did not report any deficiencies.